Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the spinal stimulator did not work at all. Shortly after having the device adjusted by a manufacturing re presentative (rep), it did not seem to charge much, the patient had to charge more, the charge did not last very long, and finally it stopped charging at all. The patient thought the rep "turned off part of it." The implantable neurostimulator (ins) battery did not fill up and did not leave the first quarter of a charge. The patient had sat for 2 hours last time, he turned it on and "nothing." It was confirmed that the implantable neurostimulator recharger (insr) was showing the normal recharging screen with the flashing ins battery and the patient was getting all black boxes. On (B)(6) 2015, it was taking the patient longer to charge the ins. The patient later reported that it said "now there is no connection," and it did not make a connection. It was also noted that after it was adjusted by the rep, the patient started using it again even though it did little for the patient and it really didn't help him. The patient just lived with it due to other medical concerns but he was starting to get quite a bit of discomfort where the leads wer e placed in his spine. It was noted that the patient was implanted for non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient met with the manufacturer representative on (B)(6) 2015 to do a physician mode recharge (pmr) due to implantable neurostimulator (ins) overdischarge. The overdischarge was due to the patient not using or charging the stimulator. The consumer reported that he just did not need it lately. When asked when the device was last charged, the patient reported not having used stimulation for quite a while it was further reported that the patient's ins was fully charged and the patient was doing well as of (B)(6) 2015. If additional information is received, a follow up report will be sent.